Event description:
Wire lodged in septal branch of lad during dca procedure. When wire was pulled back after dca procedure the distal tip of the wire was noted to be lodged in a septal branch. Attempts to retrieve the wire tip were unsuccessful. Consulted with heart institute made by dr. Dr advised pt of situation and recommendation of hosp to leave wire tip alone. Pt stable on transfer to cvl recovery room. (Angioplasty)